Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced. The cause of the event was not determined. The patient was doing well and receiving effective therapy after the replacement.

Manufacturer narrative:
Concomitant product: product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient programmer stopped synchronizing with the implantable neurostimulator (ins) and there were coupling issues. Other patient programmers were tried with the ins. The patient usually turned the ins off in the evening and on in the morning, but suddenly it stopped working. Telemetry with the clinician programmer was ¿complete¿ and the patient¿s healthcare professional was able to reprogram the ins without any issue. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. The manufacturing representative stated the patient was to come back for follow-up next week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.